Manufacturer narrative:
An initial review of the logs point to a possible over current. Root cause awaiting completion of investigation.

Event description:
User reported that their roller pump was intermittently stopping approximately 30min into recirculation. There was no patient involvement or harm. Spectrum medical consideres a pump stop is considered a reportable malfunction.